Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy several episodes of ventricular fibrillation (vf) that was classified as one non-sustained ventricular tachycardia and two high-rate non-sustained episodes. It was noted that the patient did receive several successful shocks that appear to be appropriate but that there were several episodes that were not detected as vf. It was also noted that the ¿vf never seems to be gone not even when the rhythm seems "normal"¿. The patient ultimately passed away due to vf.